Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was loss of ventricular capture at maximum out put in both unipolar and bipolar configuration. It was further reported the lead had dislodged and there was loss of sensing. The patient reported not following post operative care instructions. A lead revision was attempted but the lead was unable to be advanced due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.